Manufacturer narrative:
(B)(4). Lot manufacture date range - may 30, 2014 to june 4, 2014. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white particle floating in an unspecified location within the device. This was found before patient use. The device was filled with flucloxacillin (baxter compounded solution). There was no patient involvement. No additional information is available.